Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Customer reported conflicting sars results for one patient. The samples was positive on one analyzer and negative when immediately tested in the second analyzer. This occurred four times with four different samples from the same patient. No confirmatory testing was performed, but the customer believes the positive result may be incorrect.